Manufacturer narrative:
(B)(4). It was reported that patient underwent in-office mesh trimmings in 2003, mesh trimmings in 2004-2006 on 3 separate visits, partial removal in 2008-2010 and mesh removal in 2012 all due to, ¿mesh was falling apart, stabbing, causing bleeding, painful intercourse and infection.¿

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted concurrently with cystoscopy due to sui with poor urethral function and narrowing of the vaginal introitus. On (B)(6) 2015 the patient underwent a mesh removal due to urethral lysis and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that the patient underwent urethrolysis and mesh removal on (B)(6) 2013 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.